Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the patient's anatomy was provided. Review of the imagery revealed calcification in the patient's sino-tubular junction. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for commander delivery system balloon burst, difficulty or inability to withdraw the commander delivery system through the esheath+ and commander delivery system distal tip separated during use were unable to be confirmed as neither the device nor applicable procedural imagery was provided for evaluation. As such, a manufacturing non-conformance was unable to be determined. An existing technical summary written by edwards lifesciences documents the root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per medical opinion, "the commander delivery system balloon ruptured during valve deployment due to a very calcified sino-tubular junction (stj). As the delivery system was being withdrawn through the esheath+, it became stuck in the iliac artery. During an additional attempt to withdraw the delivery system, the balloon "broke in half". It was clarified that the balloon had separated and the reminder of the balloon and tip of the commander delivery system was stuck in the esheath+." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Similarly, any physical interactions between the rigid stent struts and the balloon could have compromised its structural integrity, causing it to burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In this case, a review of the available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon and excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A voluntary medwatch report was submitted for this case. The report number is (B)(4). The investigation is ongoing. Device was discarded.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra valve, the commander delivery system balloon ruptured during valve deployment due to a very calcified sino-tubular junction (stj). As the delivery system was being withdrawn through the esheath+, it became stuck in the iliac artery. During an additional attempt to withdraw the delivery system, the balloon "broke in half". It was clarified that the balloon had separated and the reminder of the balloon and tip of the commander delivery system was stuck in the esheath+. A decision was made to remove the esheath+, wire and the rest of the balloon as a unit. All balloon and catheter material were confirmed to have been removed from the patient. The iliac and femoral artery were noted with extensive damage and covered stents were placed in the iliac artery. The patient was then transferred for another surgery to place a graft to bypass the femoral artery. At the time, the patient was noted to be in stable condition; however, post graft surgery, the patient passed away. Additional information received via a voluntary medwatch report revealed the wire had also fractured. As noted above, the wire was able to be withdrawn together with the esheath+ and balloon as a unit. It was also noted that once the delivery system and esheath+ were removed, a part of the patient's iliac artery was retained on the esheath+.